Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display was replaced to resolve the issue. Block a: no patient information to date after calls to customer 08/30/23 and 09/05/23. Block d4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA, madison, wi 53718.